Event description:
It was reported that this right ventricular (rv) lead was exhibiting noise and this led to a switch to a unipolar configuration. Also reported that it exhibited loss of capture (loc) and asystole greater than two seconds. A lead revision was performed and it was capped and surgically abandoned. A new lead was implanted. No additional adverse patient effects were reported.